Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) recommended programming rrt off. This ICD and ra lead remain in service. No adverse patient effects were reported.